Event description:
It was reported a paddle error was displayed during an operation test. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the external paddles which were replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.